Manufacturer narrative:
Correction information: b4: date of this report. B5. Refer to h11. F7: follow up #01. F11: updated dates. F13: updated dates. Additional information: d4: primary unique device identifier (UDI) corrected. F9: age of device. F10: health effect - impact code and medical device problem code updated. H11: evaluation summary. F10 continued: international medical device regulators forum (imdrf) adverse event reporting. Health effect - impact code: 4619 temporary impairment. Medical device problem code: 2170 suction problem. Evaluation summary: the reported event was that the valve became stuck. Based on the investigation, it was determined that the device was operated without reducing the suction pressure, contrary to the instructions for use (IFU). As a result, excessive negative pressure developed in the space formed between the patient's mucosa and the tip hood due to suction. This negative pressure exceeded the restoring force of the spring inside the valve, preventing the valve from returning to its original position. It was concluded that mucosal damage occurred when the endoscope was forcibly withdrawn from the mucosa while the valve remained in the stuck position. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the device was manufactured at miyagi on 05-jul-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 20-jul-2023. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Refer to h11.

Event description:
Pentax medical became aware of an event on 03-oct-2025 involving a pentax medical video gastroscope model eg29-i20c in france within the emea region. During a endoscopic band ligation procedure using an endoscope, the suction valve of the endoscope remained pressed and became stuck, causing the distal end of the endoscope to adhere to the mucosal wall. As a result, bleeding occurred due to mucosal peeling. The suction valve was replaced, and the procedure was completed. The patient subsequently underwent a follow-up gastric endoscopy, and no bleeding was observed. The valve concerned was discarded by the customer. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting. Health effect - clinical code: 4476 gastrointestinal hemorrhages. Health effect - impact code: 4619 temporary impairment. Medical device problem code: 2983. Additional information: pentax medical emea performed a good faith effort (gfe) to gather additional information regarding this event and received the following response via email on 24-oct-2025. The bleeding stopped spontaneously without any additional procedure, and no deterioration in the patient's health condition or hospitalization was reported. According to the facility's procedure, the operation of the air/water and suction valves is checked before starting a procedure, and it was confirmed by the facility staff that this check was performed at the time of the event. The facility staff also confirmed that lubricant is not applied to the valves when using the i20c series endoscopes. This was the first occurrence of the suction valve contributing to the distal end of the endoscope adhering to the mucosal wall, which happened at the end of the procedure after several suction operations. No abnormalities were found in the endoscope used, and it is currently being inspected at pentax france due to another issue. During the procedure, a transparent hood was attached to the distal end of the endoscope; however, detailed information such as the manufacturer and product name is not currently available. The responsible staff member will contact the facility to confirm this information. In addition, the facility conducted a test using three eg29-i20c endoscopes without transparent hoods, by placing a finger on the instrument channel inlet to close the channel, and the same phenomenon was reproduced. Information regarding the suction pressure setting used during this procedure is not available. According to the field engineer's report, this phenomenon has not occurred when using i10 series endoscopes during the same ligation procedure. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.